Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "infection", "fear of alcl", "to reduce risk of alcl", and "due to symptoms consistent with alcl and fear of alcl", "mental anguish", "increased risk of alcl", "chronic inflammation". The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side ¿had breast cancer¿ and ¿feels lumps¿. Patient¿s representative additionally reported infection, removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl, mental anguish, increased risk of alcl, chronic inflammation. Pain and insomnia were also reported, not related to the device. The device has been explanted.